Event description:
No additional information has been received after multiple attempts to the physician.

Event description:
It was reported a post on (B)(6) on the livanova page that a post stated that a patients batteries were dying quickly. No patient was identified. No additional relevant information has been received to date.